Event description:
New information received noted that the helix of right ventricular (rv) lead was failed to extend.

Event description:
It was reported that during the procedure, the helix of the lead was not worked. The novel lead was replaced and the procedure continued on 4 nov 2022. The patient was stable throughout the procedure.

Manufacturer narrative:
Correction: please retract this report 2017865-2022-46603 as the analysis on the lead did not find any anomalies and the lead was an passive lead with no allegation of malfunction.